Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a pump was connected to a cadd administration set to infuse piptaz the following day there was not enough medication from the 590 ml bag of piptaz. It was reported while priming the hpt line with medication it took longer than usual to prime. Per reporter the nurse changed the line which appeared to work as expected, the end user missed at least one dose of medication. No adverse patient effects were reported. No additional information is available at this time.